Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01211. Follow-up identified surgical intervention was taken and the patient's scs lead was explanted and replaced. Effective stimulation therapy coverage of all pain areas was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01211. It was reported the patient no longer has scs stimulation therapy on the left-side. A sjm representative met with the patient and a system diagnostics revealed multiple lead contacts with low impedances. Surgical intervention is planned for a later date to address the issue.